Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser is cutting approximately thirty microns too thick during treatment. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. After the day of the treatment fse (field service engineer) optimized z-offset, inclined offset and successfully completed system verification to specification. No parts were replaced, therefore no sample was received for failure analysis. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check, and the ablation checks were performed without issue. Also the images of the ablation checks show valid and good tests. The logfile shows 25 successfully performed treatments without error or relevant warning. According to quick user manual flap planning the user used energy settings which are within the defined recommended arrangement of pulse energy. During the whole day the user performed the energy check in the required time range and the energy stays stable during the day and shows no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the system was found to be within specifications. The manufacturer internal reference number is: (B)(4).